Event description:
Customer reported unexpected negative results when testing sample with capture-r ready ID (crrid) on the echo. Testing with capture-r ready screen (crrs) I and ii resulted 4+ on the echo. Crrid resulted negative for all 14 cells.

Manufacturer narrative:
Retrieved data for review. Noted that the negative wells appeared weak to 1+ reactions with a haze around the cell button. A service call was made. Inspected all connections for leaking, replaced probe, replaced syringe 1000 ul, performed probe accuracy and peri pump accuracy. Tested instrument with qc and customer tested samples with expected results. Instrument is performing as expected.